Manufacturer narrative:
It was reported that the patient experienced a critical battery alarm. The shelf life requirement, for the hvad battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the battery related to this complaint has been in storage for longer than one (1) year from the last time of use and is not suitable for testing. An extended storage period greater than one (1) year can cause the battery to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. Review of the manufacturing records confirmed that the associated device met all requirements for release. A review of the log files revealed five (5) critical battery alarms involving (B)(4) on power port 1. (B)(4) was connected to power port 2 of the controller, but did not trigger any critical battery alarms. Based on the available information, the most likely root cause of the reported event can be attributed to a communication error between the controller and battery; (B)(4) was connected to the controller during the reported event, but was not the battery that triggered the critical battery alarms. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a ¿critical battery¿ alarm. The battery was replaced with no reported consequence or impact to the patient. No further information was provided.